Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2017 clarifying that the reported injury was the new pain in both legs, back, and numbness and weakness in the left leg. The MRI showed the epidural hematoma. It was reported that the patient went to surgery on (B)(6) 2017 to evacuate the hematoma. It was unknown at the time of the report if the symptoms resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2017 clarifying that the reported injury was the new pain in both legs, back, and numbness and weakness in the left leg. The MRI showed the epidural hematoma. It was reported that the patient went to surgery on (B)(6) 2017 to evacuate the hematoma. It was unknown at the time of the report if the symptoms resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.